Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 spits out the clips into the pts abdomen. The clips were retrieved and another er320 was used to complete the case. There was no consequence to the pt.